Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was given complete pump reset information by cts and will reset the pump when ready, with follow-up instructions if the issue continues.